Event description:
It was reported post implant of a realize adjustable band, during a fill under fluoroscopy it was determined that the tubing separated from the port. In addition, the patient was not having any restriction. The patient was taken back to surgery to reconnect the tubing to the port. The locking connector was still attached to the port housing in the locked position. The original band and port were used and nothing was replaced. There was no patient consequence.

Manufacturer narrative:
(B)(4): information unavailable, device not returned for analysis. Device remains implanted.